Event description:
It has been reported to philips that the display screen was showing half of the screen. No harm has been reported to philips.

Manufacturer narrative:
This complaint was accidently raised on the wrong product (wrong serial number), therefore this case has been cancelled. The issue was initially reported with serial number 239, however the issue happened with product number 722224 and serial number (B)(6). The flexvision is a single ultra-high-definition monitor situated in the examination room. It replaces individual monitors and allows you to display and control multiple applications on one monitor. The monitor displays available applications in windows. You can choose which applications to display in each window and select different preset layouts according to your workflow. When only half of the display is working, the user can create a layout to ensure that the live image will still be visible. It shall be possible to complete the procedure with only half of the screen available. Based on the investigation results, philips concludes that the complaint is not reportable.